Manufacturer narrative:
(B)(4) (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial right hip procedure on (B)(6) 2011. Subsequently, the patient was revised due to infection on (B)(6) 2011. The femoral stem was removed, the acetabular cup was removed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: ref : (B)(4), item name : tprlc lat por fmrl 12.5x145, lot number : 2234947. Ref : (B)(4), item name : palacos r +g 2x40 g, lot number : 72094266. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The sterilization certificate of the affected lot has been reviewed and was found to be according to specification. An investigation has been performed, consisting of a documentary review. The root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent an initial right hip procedure on (B)(6) 2011. Subsequently, the patient was revised due to infection on (B)(6) 2011. Femoral stem was removed; acetabular cup was removed; acetabular cup removed brand unavailable.